Event description:
The pt had previous aaa repair and was on steroids and had atrial fibrillation. A nasogastric tube was placed in the stomach. Several days post-operatively, the pt sufferred a blood clot. Resulting in large bowel ischema and the need for bowel resection and colostomy. Several days later, the pt suffered gi bleeding. Angiogram was negative, but bleeding scan revealed a small bowel and endoscopy showed a clotted area. Prior to the endoscopy, the tiger tube had been removed, which revealed the end of the tube to be very hard. Info also states the tube had been in situ less than 4 weeks.